Event description:
(B)(6) advia centaur xp (B)(6) results were initially obtained on one patient sample. The customer performed advia centaur xp (B)(6) confirmatory testing on the patient sample and observed one confirmed and two re-dilute results. The patient sample was further diluted and the (B)(6) confirmatory test results were not confirmed and to dilute. There was no known report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp (B)(6) confirmatory results.

Manufacturer narrative:
The cause for the confirmed and unconfirmed advia centaur xp (B)(6) confirmatory test results compared to the (B)(6) results is unknown. The patient sample is not available for further investigation. No conclusion can be drawn. The instruction for use (IFU) under the limitation section for (B)(6) confirmatory states the following: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) markers."